Event description:
The manufacturer received information alleging a ventilator was not delivering the prescribed tidal volume. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device was recalibrated to address the issue.